Event description:
A surgeon reported that during an intraocular lens (iol) implant surgery, the "iol expressed with some force" and damage occurred to posterior capsule. An anterior vitrectomy was performed and a sulcus iol was implanted. The surgeon reported it was necessary to extend the wound to replace the iol and sutures were required. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history record could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined. Not enough info was provided from the account to properly complete an investigation. Add'l info has been requested. (B)(4).